Manufacturer narrative:
(B)(4). Date sent: 3/16/2026 d4 batch #: 664d66 attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? Investigation summary the product was returned for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample revealed that the device was received with no apparent damage. With the firing knob forward and with a reload loaded in the device. The reload was returned fully fired with the swing tab in lock position. The device was tested for functionality with a test reload and it fired, cut, and formed all the staples as intended. The staple line and cut line were complete, and the staples meet the staple form release criteria. In addition, a tyvek returned along with the device. The event described could not be confirmed as the device was returned without detectable damage and the knife returned to its home position as expected. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 664d66, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure the staple which inserts into intraluminal, stapler jammed/the blade of staple would not retract and was protruding out on staple after use and was not able to be removed from the stapler itself so another had to be opened.